Event description:
Patient admitted with power portacath that was placed in 2007. Nurse noted swelling at portacath insertion site. Dye study showed leak adjacent to port, exact location difficult to determine. Dates of use: thirteen days in 2007, diagnosis or reason for use: nonhodgkin's lymphoma.